Event description:
On (B)(6) 2016, a dental professional reported that a patient who was treated with a 3m espe lava ultimate cad/cam restorative for cerec crown required root canal treatment. This patient received the lava ultimate crown on tooth #18 on (B)(6) 2013. The crown was identified as being debonded, with significant decay present into the pulp on (B)(6) 2016. Root canal therapy was performed and a post, build-up and a new crown was placed.